Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: spill damage on power switch/connections a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint and the additional finding is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the main lamp of xenon light source kept failing and spare light kicked in. The event occurred during sedation of a colonoscopy procedure, with device inside patient. The procedure was completed with the same device. There were no reports of patient harm.